Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a third-party service center who stated that the device had melting and warping around the base and rear cover. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss's inspection of the returned device revealed that while there was indeed thermal damage to the rear cover and base, there was no thermal damage observed in the interior of the unit. Functional testing of the unit indicated that the unit was operational and within specification. The thermal cut-off within the compressor was tested and found to be operational. Therefore, it can be concluded that the thermal damage was not caused by a system-induced failure. The root cause of the thermal event cannot be determined with certainty with the information and evidence provided; however, since there was no thermal damage internally, it can be concluded that the thermal deformation was likely induced by an external heat source and the conditions necessary to create this type of thermal event are outside the acceptable operating and storage conditions for this device.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The device manufacturer date in section h4 was incorrectly submitted in the previous report. H4 has been updated with the correct information.